Manufacturer narrative:
The report that ipg was revised due to displaying ¿replace generator soon¿ image and was end of service (eos) was confirmed. Analysis and a longevity calculation of the returned ipg found the device had displayed the ¿replace generator soon¿ image as reported, claimed eos and had normal battery depletion due to usage.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported pc displayed the message 'replace generator'. It is unknow if the ipg depleted earlier. Surgical intervention is pending to address the issue at a later time.

Event description:
Additional information received indicated the ipg was inoperable, and patient underwent surgical intervention wherein the ipg was replaced and therapy restored.